Event description:
During follow-up, right ventricular t-wave oversensing was noted on the device. Reprogramming was not successful. The device will continue to be monitored and an in-clinic follow-up is anticipated to address the event. The patient was in stable condition.